Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. The tandem pump user guide instructs the user to remove any residual air from the cartridge. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge.

Event description:
It was reported that the insulin gauge was intermittently inaccurate across multiple cartridges. Reportedly, the customer loaded cold insulin into the cartridge and was not performing the proper air removal techniques. The customer declined further troubleshooting with tandem technical support and continued to use the pump for insulin therapy. Customer¿s blood glucose level was 178 mg/dl.